Event description:
Caller reported a malfunction on the pump, specifically mentioning malf 3, with a fault ID provided. There was no adverse impact on the customer¿s blood glucose level. The customer was advised to use mdi as backup therapy to ensure insulin delivery was not interrupted. Technical support arranged for a replacement pump to be sent, which includes updated software. Instructions were given for returning the defective pump, and the customer acknowledged understanding the process.